Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, and stress urinary incontinence which resulted in stress and lack of sleep for the patient. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, difficulty during sex, scar tissue, uncontrollable diarrhea, and diabetes due to extended use of steroids. It was reported that the patient underwent mesh resection, adhesiolysis and cystoscopy on (B)(6) 2012 due to pelvic and vaginal pain. The patient underwent mesh removal and catheter insertion on (B)(6) 2012 due to mesh in bladder, vaginal wall dropped, and severe colon problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01618. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, painful intercourse, incontinence and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, painful intercourse, incontinence and nocturia.